Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: ased on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed as fold flaw opening. Additional observations: stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observe. Additional, changed, and/or corrected data: d.3; d.4; d.9; g.1; h.4; h.3; h.6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.